Event description:
It was reported that during a procedure to treat a chronic total occlusion in the right coronary artery a sion blue guide wire was advanced without resistance and the tip detached and remained in the septal. No attempts were made to retrieve the separated tip as the separated tip remained stable in the septal. The procedure was aborted and the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. It is indicated that the device was retained by the hospital and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The warning section of instructions for use describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, and result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire is listed as one of possible complications and adverse events. Based on the information reviewed, there is no indication of a product deficiency.